Manufacturer narrative:
Article citation: "nelson, jonas a, et al. ¿breast implant-associated anaplastic large cell lymphoma incidence determining an accurate risk.¿ annals of surgery, vol. 272, no. 3, 0ad, pp. 403¿409., doi: 10.1097/sla.0000000000004179." Date of alcl diagnosis: 2013. The events of "lymphoma-alcl and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma" and "lymphoma-alcl" .

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma incidence" reported a patient being diagnosed with a "seroma" and "bia-alcl" on the right side. Pathological markers cd30+ and alk- were provided to confirm the diagnosis of bia-alcl. Treatment was provided in the form of a "capsulectomy." Device has been explanted.